Event description:
It was reported that the patient presented for follow-up. Upon review, the patient's right ventricular lead exhibited high pacing impedance. Pacing and sensing were fine. The patient's right ventricular lead was capped and replaced on (B)(6) 2024. The patient was sent home in stable condition and no adverse events occurred.